Event description:
It was reported that the physician was interrogating the device and noted that the device had a power on reset. The programmer was powered off and the device was interrogated successfully. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-53, implantable pacing lead, implanted: (B)(6) 1999. (B)(4).